Event description:
It was reported to philips that the system gave an alert indicating the tube's current was out of range, preventing imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.